Manufacturer narrative:
The technician adjusted and cleaned the trendelenburg switch to resolve the issue.

Event description:
The technician alleged that the bed will not go into reverse trendelenburg position. No pt impact.